Event description:
It was reported that a bd¿ insulin pen needle broke and partly remained in the body. It was reported that the patient will visit the doctor monday, (B)(6) 2018.

Manufacturer narrative:
Investigation summary: sixty nine sealed 31g x 5mm pen needle samples were returned from lot. No. 8045541, cat. No. 325104. Visual examination was carried out on 30 of the returned samples and no issues were observed. No samples were returned from lot. No. 8045545. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: visual examination was carried out on 30 of the returned samples and no issues were observed. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insulin pen needle broke and partly remained in the body. It was reported that the patient will visit the doctor monday, (B)(6) 2018.